Manufacturer narrative:
The product has not been returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
Customer stated that he experienced high bgs (250 to 262 mg/dl) and ketones after wearing the pod for one day. Changed pod and gave an injection of 8 units. Customer stated the cannula was bent and there was blood present. No further info was available.